Event description:
It was reported that the rv lead was explanted due to high lead impedance and an apparent lead fracture. No patient complications were reported as a result of this event. Further information received by the patient indicates that she went to the ER after her device went off multiple times. Lead was then replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; partial lead in segments returned and analyzed.